Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ¿fowlerectomie¿, after mounting the reload on the handle, the reload did not close properly and it could not be fired. Another reload was opened to complete the case. There was no patient injury.